Event description:
It was reported that during a gastric bypass procedure, there was no function after 10 minutes. An error code 5 was on the display. No further information is available. Another like device was used to complete the case. There was no patient consequence.